Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 343 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.